Manufacturer narrative:
Because there's no record of the complaint or return of this 1st issue the evaluation from (B)(4) was used for this event. The pre-repair temperature tests could not be performed as the motor was seized and the cable was cut. The evaluation found the seals were worn and the motor and bearings were corroded due to dried saline. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device got hot a "2nd time" on (B)(4). Our database doesn't show an initial event for this alleged deficiency and communications have generated no further information. This file is being created to capture the "1st event". The customer simply states "getting hot" with no further information regarding this event and no allegation of any injuries.